Manufacturer narrative:
Device was not available for inspection at this time. No other information on the user received other than hospitalized. No complaint received from actual user of device.

Event description:
Distributor of device reported "hospitalization".